Event description:
See initial report.

Manufacturer narrative:
Since complained issue cannot be reproduced, livanova has planned to return the device to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with livanova technician in charge, it was confirmed that a long-term reproducibility test with communication with s5 system was carried out. The power supply on and off was checked, as well as visually checking the inside of the unit, however the symptoms were not reproduced. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported since. Based on the technical inspection done, it is reasonable to assume that the root cause of the 3t shut down was a temporary electrical fault either of the unit or the facility.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Field service investigated the device to reproduce the issue and symptoms have not been confirmed at this time. Repairs have not yet been carried out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed the error message "heater cooler module error" and occasionally the hc3t stops working during procedure. There is no report of any patient injury.